Manufacturer narrative:
The customer performed a reagent prime after they noticed air bubbles. After performing the reagent prime, calibrations and qc were ran successfully. The investigation determined that the customer's actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number is aug48 and the expiration date is 02-sep-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module. The initial result was 148 mmol/l, and the repeat result was 140 mmol/l. The repeat result was deemed to be correct. The questionable results were repeated because the qc results were unstable.